Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that the lens fragmentation took over 100 seconds longer than normal and he had to do vitrectomy during surgery. In the operating room the surgeon noted a circle shaped hole in the posterior capsule. The surgeon had modified his fragmentation pattern settings. This was his first treatment with these new settings. The treatment was ultimately completed. The surgeon declined a service visit.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.